Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided data, a general reagent issue was not likely. As the customer has had repeated issues, a general preanalytical issue was suspected.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result from an aliquot was 0.120 miu/ml. The customer then ran a qualitative test (quickview-quidel) on the same sample which resulted as positive. The same sample was then repeated on the same cobas e601. The result was 10000 miu/ml with a data flag. With a dilution, the result was 26871 miu/ml with a data flag. The erroneous result was not reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The field service representative could not find a cause. He determined the issue was most likely due to a bubble in the original specimen. He adjusted the pump pressure, rinse bath levels, bead mixer, and sample probe. He cleaned the sample probe tip. Diagnostics were performed without errors. The customer requested precision and a patient correlation be performed. All results met guidelines and customer expectations.